Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that their vela ventilator was alarming transducer fault and vent inop while on patient use. The patient was transferred to another unit however no harm was noted.